Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013, the patient underwent the following procedures: l4-l5 and l5-s1 anterior radical diskectomy with direct and indirect decompression of neural elements. L4-l5 and l5-s1 anterior lumbar interbody fusion with rhbmp-2/acs. Placement of titanium spacer, l4-l5 and l5-s1. Anterior lumbar instrumentation in the form of the synthes integra plate with, 87 mm in length with fixed screws at l4, l5 and s1. Interpretation of biplane fluoroscopy without radiologist present to treat the following pre-op diagnosis: l4-l5 and l5-s1 degenerative disk disease, radiculopathy, and neural foraminal stenosis. Op notes: a prior sized pituitary rongeur with curettes and wedges were then used to perform an anterior radical diskectomy with both direct and indirect decompression of the neural elements. The endplates were cleaned of all soft tissue. A 14 mm standard cage packed with half a large kit of rhbmp-2/acs was tamped into position. It had a great interference fit. A titanium cage standard 12 mm in height, 7 degrees was started with the 2nd half of a large kit and tamped into position. We then chose an 87 mm synthes integra plate. The surgeons bent it to shape the front of the spine and placed it spanning l4-s1. One 24 mm screw and the rest were 22 mm screws between l4, l5 and s1 and it was torqued down to sufficient threshold. Biplane fluoroscopy confirmed the position of all the instrumentation. The wound was scanned with fluoro to rule out any retained instrumentation and the wand was used. The patient was transferred to a stretcher in stable condition. 04/22/2013 the patient underwent the following procedures: l4 to s1 posterior lateral fusion with local bone graft and rhbmp-2/acs. L4- s1 instrumentation, legacy pedicle screws. L4 to s1 laminectomy with bilateral laminal foraminotomies, l4-5 and l5-s1. Use of rhbmp-2/acs for fusion. Interpretation of biplane fluoroscopy without radiologist present to treat the following pre-op diagnosis: l4-5 and l5-s1 degenerative disk disease. L4-5 and l5-s1 stenosis. Lower extremity radiculopathy. Op notes: local bone graft was cleaned of all soft tissue. Hemostasis was maintained with thrombin-soaked gelfoam, ¿surgiflo¿ and by cautery. Using standard pedicle screw techniques, biplane fluoroscopy, anatomic landmarks, neuro monitoring techniques, and inspection of the pedicle where possible, 5.5 x 40 mm legacy screws were placed bilaterally at l4, and 6.5 x 35 mm screws were placed bilaterally at s1. The transverse processes of l4, l5, and s1 were decorticated with the high-speed bur, as well as the corresponding facets. Local bone graft was mixed with rhbmp-2/acs in suture like fashion and placed in the gutters spanning 14 to s1 bilaterally. Appropriate size cut and contoured rod was placed and torqued down to sufficient threshold between the screws. The patient rolled to a supine position, awakened from anesthesia without complications. On (B)(6) 2013, the patient underwent the following procedures: left retroperitoneal dissection for exposure of l4-l5 and l5-s1 for disk ectorny and anterior lumbar interbody fusion to treat the following pre-op diagnosis: degenerative disk disease of l4-l5 and l5-s1.